Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following deployment of the valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a post-implant bav was performed to address the pvl. During the post-implant bav, an issue with the inflator was noted, causing the balloon to remain partially inflated for an extended period of time, resulting in dislodgement of the valve to -20 mm on the ncc and -20 mm on the lcc. It was determined that the valve would no longer provide effective treatment in its dislodged position. Subsequently, a new medtronic valve was prepped. Following snaring of the dislodged valve, it was determined that a non-medtronic valve would be implanted due to the angle of the aortic arch.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic guidewire was used during the procedure. The deployment of the valve started at the mid pigtail. The cause of the dislodgment was there was an issue with the operation of thee inflator where there was not enough volume to fully inflate during the post balloon dilation. This resulted in a long inflation of a half full balloon, which grabbed the valve and pulled in the aortic during premature ventricular contraction (pvc). The paravalvular leak (pvl) severity was severe. A second medtronic valve was advanced to the top of the aortic arch however it was clear that it was not possible to get through the first valve due to the positioning of the first valve. The valve was not attempted to be deployed and was withdrawn from the patient. A non-medtronic valve was then implanted.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.